Event description:
A plv 102 ventilator was returned to respironics as a rental return. There was no complaint and no allegation of a malfunction. During routine checks, it was found that the unit had no audible alarms. It was decided to generate a complaint internally, and file a medwatch form. There was no pt involvement.